Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a prothesis that was stuck in the instrument channel. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the biopsy channel of the device. However, the device was returned to olympus without being reprocessed by the customer. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The malfunction reported in the initial report was found during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed with a similar device with a 20-minute delay. There were no reports of patient harm.